Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to ode. The evaluation confirmed that the distal end of the subject device detached from the insertion tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was a protruding metal material from the bending rubber during the receipt inspection of the subject device returned from the user facility at the olympus (B)(4). There was no information when the protrusion occurred. There was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.